Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was delivered due to a high voltage output anomaly and low impedance. Upon review of device images, aborted shock therapy was observed in addition to appropriate shock therapies. The device was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.